Event description:
During a preventive maintenance inspection, the facility biomed reported that around 90% of a 300j energy charge, there was a loud bang and burning smell. Thereafter, the device was unable to charge and deliver defibrillation energy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and found the cr21 and cr22 diodes blown open and damage to the pcb. However, further component cause of the malfunction could not be determined due to extensive assembly damage.